Event description:
It was reported that during an rectum resection, the tissue pad detached from this device, so surgeon had to recuperate this part and then carry out the operation with a new device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/21/2009: information asked for but unknown or not provided during initial contact.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the tissue pad missing and with the blade gouged. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue of the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Event description:
Affiliate reported that in 2009, the device was implanted via v-p shunt at 150mmh2o. One week later, the doctor changed the pressure from 150mmh2o to 140mmh2o. Five months later, the doctor changed the pressure from 140mmh2o to 120mmh2o. It was found that the ventricles of the pt's brain became too large. It was also noted that fluid did not flow through from the ventricular catheter and the valve. The following month, the valve and ventricular catheter were replaced.